Manufacturer narrative:
Continued e.1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, b6, d1, d2, d4, g4, h4, h6.

Event description:
Later healthcare professional reported "minimal amount of symmetric preimplant fluid ,small scattered cyst and intramammary lymph node.